Manufacturer narrative:
The probe was returned for evaluation. No further information was able to be obtained from this customer. As such the cause of the reported event cannot be determined. The probe was manufactured on august 4, 2014. There were (B)(4) paks associated with this lot. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this product. Based on qa assessment, the product met specifications at the time of release. A probe and associated tubing were returned for evaluation. A visual assessment of the returned sample showed no obvious nonconformities. The sample was primed successfully multiple times on a calibrated system. The vit probe was found to be functioning as intended after being used in the vit cutting mode on the system. No problem was found. The product was found to be functioning as intended. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a vitrectomy the vitrecomy probe did not work and did not suction. The case was completed using a different vitrectomy probe. There was no patient impact and no patient harm reported.